Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during the reprocessing process, the rigid video scope had blurry, indistinct and noisy image. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, g3, h2, h3, h4, h6, h11 corrected fields: e3 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image had watermark and had green color, the control body outer casing and adjustment ring was yellowed, the universal cord was scratched, and the rear end of the light guide bundle was broken. Based on the results of the investigation, it is likely the following led to the malfunction: image had watermark, this issue was caused by a component failure of the insertion section. The control body outer casing and adjustment ring were yellowed, this issue was caused by a component failure of the main body. The universal cord is scratched, this issue was caused by a component failure of the universal cord. The rear end of the light guide bundle is broken, this issue was caused by a component failure of the lg bundle. The image is green. This issue was caused by the component failure of the universal cord. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.